Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Motor, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for the 4-pole low speed motor with 18:1 ssd gearbox of veering to the right while driving the power wheelchair. Because the right motor was the only component returned, the complaint was unable to be replicated. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Motor, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for the 4-pole low speed motor with 18:1 ssd gearbox of veering to the right while driving the power wheelchair. Because the right motor was the only component returned, the complaint was unable to be replicated. Customer states the chair is veering to the right side and it's hard for him to get through doorways. He states he injured his arm on the door frame but he did not seek medical attention. He states he hurt his elbow sometime in the last two weeks.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.

Event description:
Customer states the chair is veering to the right side and it's hard for him to get through doorways. He states he injured his arm on the door frame but he did not seek medical attention. He states he hurt his elbow sometime in the last two weeks.